Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to foot detachment include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The noise heard was likely due to the foot break. The IFU deviation did not contribute to the reported foot break. Reportedly, after the crack was heard, the physician continued to use the device. The electronic perclose prostyle instructions for use (eifu), states: do not use the perclose prostyle smrc system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. The IFU deviation did not contribute to the reported foot break;. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: correction device available for evaluation from yes to no.

Event description:
Subsequent to the initially filed report, the following information was received: no attempts were made to remove the separated foot from the anatomy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a left ventricular assist device interventional procedure using a 5f sheath. Reportedly, the device was deployed, however, a crack sound was heard. The physician continued using the device. The lever was returned to the original position and the device was removed; however, a posterior foot brake was noted. The separated foot was not removed and remains in the anatomy. No resistance was noted opening and closing the lever. A new prostyle device was used to achieve hemostasis was not provided. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - use after damage.